Manufacturer narrative:
Concomitant medical products: 5092-52, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Revision of the lead was attempted but was unsuccessful due to subclavian vein stenosis and a replacement could not be implanted due to vein occlusion. Reprogramming of the lead to unipolar was also attempted but was unsuccessful due to oversensing r-waves. The lead remains in use. No further patient complications have been reported as a result of this event.